Event description:
It was reported that the customer's insulin pump had a blank display despite cleaning the battery cap. The customer's blood glucose was over 400 mg/dl. The customer confirmed that she was using a new battery cap. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. The customer also mentioned being in the hospital on (B)(6) 2015 due to low blood glucose levels. The customer's blood glucose at the time of the event was 191 mg/dl. The customer expressed that there were no significant events leading to the issue. The customer believed the cause of the low blood glucose was not having anything to eat. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a corroded battery cap, a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.